Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the umb catheter. The customer reports "there was breakage occurring near the hub of the catheter. They were experiencing the breaking after insertion of the catheter."

Manufacturer narrative:
An investigation is currently underway, upon completion. The results will be forwarded.